Event description:
It was reported that this male patient presented with a left exactech reverse shoulder with a dissociated humeral poly component. Patient did not report any traumatic event. Dissociated poly was removed along with the adapter tray, glenosphere, and locking screws for each. A lateralized glenosphere was implanted as well as a +5 tray and +0 liner. No adverse event as a result. Patient was last known to be in stable condition following the event.

Manufacturer narrative:
The reason for the revision reported may have been due to disassembly between the humeral liner and humeral tray. However, the reported disassembly cannot be confirmed. Additionally, potential contributions from patient conditions, incomplete seating of the humeral liner during implantation, forceful contact between the liner and glenoid bone (scapular notching), or a combination of the above to the reported disassembly of the humeral liner cannot be determined as the devices were not returned for evaluation and images/radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.